Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a total of four ar-8925t syndesmosis tightrope broke at the round lateral button during the final tightening. Surgeon removed all failed hardware and had to make a medial incision in order to retrieve the buttons. This caused a significant delay in the procured. Case was completed using a syndesmosis screw. This was discovered during an ankle fracture procedure on (B)(6) 2022 additional information received on 4/8/2022: all four ar-8925t syndesmosis tightrope broke and all were removed from inside the patient. No additional anesthesia had to be administered to patient due to delay in procedure.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the three broken suture constructs. However, the cause remains undetermined without receipt of the devices for physical evaluation. No change in harm was identified.